Event description:
It was reported that the drip chamber of a clearlink vented secondary medication set was "discolored with yellow/brownish stain". This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.